Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2022 it was reported by a sales representative via sems that an ar-12990 knee scorpion broke during a meniscal root repair. The lower jaw broke from the instrument inside the joint. It was retrieved from underneath the posterior medial meniscus. The facility had an extra knee scorpion which was used to finish the case. No patient affect.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the device was showing signs of discoloration. The cause of this cannot be determined as it is unknown how many cleaning cycles it has been subject to. It was also noted that the lower fixed jaw was broken off. The broken piece was not returned for evaluation. The cause of this remains undetermined, however a probable cause can be attributed to prying/leveraging forces.